Event description:
The customer reported that the jaws would not open. There was no pt injury. Additional questions in regard to the incident have been asked but the site has not responded.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.